Event description:
Reportedly, the instrument would not fire. Therefore, the surgeon opened a new instrument, but the surgical site had to be cut to remove the instrument from the site. No pt injury was reported. Procedure: lower anterior resection.